Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during the attempted implant procedure, the lead implant was unsuccessful because the helix was blocked. The lead was removed and replaced. No patient complications have been reported as a result of this event.